Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple hypotube kinks. There was a hypotube break noted 35mm proximal from the distal end of the strain relief. A visual examination of the balloon found no issues. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material.

Event description:
It was reported that the catheter got separated inside the body. The 99% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the device was unable to cross the calcified lesion and was separated while being repeatedly pushed and pulled. It was inside the guiding and could be removed as it was. The device and the fragment was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the catheter got separated inside the body. The 99% stenosed target lesion was located in the non-tortuous and severely calcified superficial femoral artery. A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the device was unable to cross the calcified lesion and was separated while being repeatedly pushed and pulled. It was inside the guiding and could be removed as it was. The device and the fragment was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.